Manufacturer narrative:
Product has been returned and an evaluation of the treatment tip was completed. The tip passed flow, leak and thermistor tests. During visual inspection a burnt trace and dent on the surface membrane was observed. Dielectric breakdown was detected around the burnt trace. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A physician¿s office reported that a patient experienced a non-serious superficial burn after undergoing a laser treatment on the face. A product evaluation was performed upon return of the treatment tip and dielectric breakdown was observed.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Based on the evaluation of the data, the system performed as expected. Service confirmed dielectric breakdown was detected on the tip membrane along the radio frequency trace. Investigation found this type of tip damage is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace. This causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage along the radio frequency trace of the tip.